Manufacturer narrative:
The failure investigation has been completed and the alleged battery issue was verified. Based on the analysis, the alleged fill estimate and elevated blood glucose issue could not be verified.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump battery was unable to charge despite using multiple usb cables, wall adapters and power sources. Additionally, it was reported that the insulin gauge was inaccurate. The customer's blood glucose ranged from 350 mg/dl to 400 mg/dl. Reportedly, customer reverted to manual injections for insulin therapy.